Manufacturer narrative:
As reported, the 6f-7f mynx control vascular closure device (vcd) was used and sealant was deployed in artery. The physician stated that the sheath was not completely out of the artery during deployment. There was no reported patient injury. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor product history record review could be performed. The reported ¿mynx control sealant-inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event, however, as the physician reported that the sheath was not outside of the artery during deployment, it¿s possible that handling factors may have contributed to the event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿when using the 6f/7f mynx control vcd confirm that the procedural sheath is 6f or 7f with effective working length not exceeding 12 cm. Do not attempt to use the mynx control vcd to close access sites where a larger procedural sheath than indicated was used. If the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture. The IFU also instructs that during positioning of the balloon: grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. During deployment: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. There is nothing in the reported information to suggest that the event is related to the manufacturing process, as such, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynx control vascular closure device (vcd) was used and sealant was deployed in artery. The physician stated that the sheath was not completely out of the artery during deployment. There was no reported patient injury. The device will not be returned for analysis.